Event description:
In 2009, a company rep reported that the pt's insulin infusion set tubing detached from the luer lock several days after the insulin cartridge was changed. She stated that when the pt woke up she discovered the tubing had come loose from the cartridge and adapter. Repeated attempts to f/u with the pt were unsuccessful. The following month, the pt called back and stated that two days prior to original date, she woke up at 8:30pm to find her tubing detached from her infusion device. She immediately reattached the tubing to the device and tested her blood glucose which was 475 mg/dl. Her normal range is 100-140 mg/dl. Symptoms were frequent urination and a white tongue. She bolused 17.8 units of insulin and at 11pm, her reading was 363 mg/dl. At 11:40pm, her reading was 300 mg/dl and she bolused 3.3 more units of insulin. By 3:40am, her reading was 161 mg/dl and at 4:30am, her reading was 58 mg/dl. She stated she may have overbolused. Symptoms of low blood glucose were dizziness and blurred vision. She ate to correct her reading and said she may have overeaten as her blood glucose at 7am was 317 mg/dl. She continued to bolus to treat her readings. She stated that the following month, her tubing again detached from her device after being in use for 1.5 days. Her blood glucose elevated to 300 mg/dl and she treated her reading by bolusing insulin. She stated she has only been using her device for a few weeks and her doctor is still adjusting her basal rates. The pt stated she discarded the tubings at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.